Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 medical device problem code. Updated fields are b4, g3, g6, h2, h6. Type of investigation, investigation findings, investigation conclusion and h11. Event summary and root cause evaluation as follows this complaint record has been created as part of a retrospective review of emergency support program esp calls, an rn in the cicu, called to request information for a pump that had multiple alarms in since the beginning of her shift. She stated the patient was going to be transported to another hospital. Additional information. There was additional personnel during the call, peg. She wanted to see if there was anything she needed to do for the patient. While peg explained the situation to me, I received another call from a transport service out of chicago, il. I asked peg to send me a screenshot of the waveforms and number and to print an alarm log. She stated she had printed an alarm log, but the patient was already on the transport monitor with the transport team in the room to go to a hospital in chicago. I asked which service was transporting the patient. She stated the name of the transport service that I had another call from. I confirmed that the transport service in the patients room was the other call. I was placed on speaker phone and spoke with jenna. Please see report for superior ambulance for more details. When asked which catheter the patient had, they stated arrow. I gave the arrow disclaimer and they elected to continue troubleshooting with me. After speaking to jenna, I spoke back to peg. I reviewed the alarm log. There were multiple alarms in a short period of time. We were not able to troubleshoot any of these alarms due to the patient not being on the pump anymore. I encouraged peg to call the 1800 number when having the alarms in the future so we could troubleshoot them with her. She was very appreciative of my assistance. Dr. Joe weber, a physician not at bedside, called to request assistance with a low vacuum alarm on 2 pumps. I confirmed this was the patient that was supposed to get transported out when I spoke to peg earlier in the night. He stated the receiving hospital wanted to make sure the patient was stable enough for transport before they were transported. The patient had been placed back on the cs300 from earlier. It had given the staff a low vacuum alarm. The staff switched the pump out to a second cs300 which gave the same alarm. I explained that the low vacuum alarm was not a common alarm I see, so I suggested that it was most likely the catheter. I encouraged them to try a 3rd cs300 to confirm it was not the first 2 pumps issue. I then very soon after received a call from peg. She wanted to make sure that I understood the pump had already been changed. I explained my reasoning behind trying a 3rd pump. Peg called back to explain the 3rd pump had also alarmed low vacuum. I had her place the pump into 1 is to 2 per the IFU. This seemed to decrease the alarm. I had 6 conversations over the course of 4.5 hours with peg and dr weber regarding this arrow catheter issue. At 208 am, dr. Weber called me again to request assistance with a check iab catheter alarm. I explained this was a catheter restriction or kink. I explained the check iab catheter alarm sounds when there is an external, internal, or site restriction or kink. I explained to him if there were no kinks in the helium tubing, then the restriction or kink would be at the site or internally. I suggested for him to get a chest x ray for placement. I then spoke with peg who I explained the alarm to also and the need for a chest x ray. I had her verify there was no blood or discoloration in the helium tubing. I explained that we also recommend placing a towel roll under the patients hip to help relieve any pressure at the site. I explained if the chest x ray showed the correct placement, then the insertion site of the arrow balloon was most likely the cause of the restriction or kink. She ended the call to get an order for the chest x ray. At 254 am I received another call from dr. Weber. He stated the x ray was unchanged from the earlier x ray and felt like it was in satisfactory position. He stated the alarm was continually alarm for the nursing staff. I explained that if the pump was off more than on and the patient was not receiving appropriate therapy, he may need to replace the balloon. He had no further questions. I did not receive any other calls from this account the rest of the shift. The alarm behavior is consistent with a suspected catheter related resistance or restriction, but confirmation was not possible due to lack of device return, testing, or confirmatory findings.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use in which cs300 intra-aortic balloon pump (iabp) had check iab catheter and low vacuum alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Additional contact number: (B)(6). A supplemental report will be submitted upon completion of our investigation.